Event description:
It was reported that while using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the nurse experienced underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received sample or photos for investigation. Therefore, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Additionally, a functional test was conducted on 10 retention tubes and all tubes drew within specification limits and no issues identified. This complaint has not been confirmed for the indicated failure mode underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the nurse experienced underfilled. There was no health impact or consequence reported.